Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after the implant of this right atrial (ra) lead high pacing thresholds were noted, as well as suspected movement of the lead. The patient was discharged and no revision took place. No adverse patient effects were reported. Additional information noted that a revision took place and this ra lead was explanted. It was noted that there were no issue explanting the lead. Upon checking the lead on the table it was noted that the helix did not extend, while at the implant the helix did extend. After manipulation the helix extended and retracted after four revolutions. An inquiry if the helix mechanism had retracting during the implant was inquired about. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.